Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: the patient underwent a single incision laparoscopic surgery (sils) totally extraperitoneal (tep) procedure. The product was used and the procedure was finished without any problems. The next day, the patient became anemic. A blood mass was found by a computerized tomography (CT) scan. More than 500 cc of bleeding occurred as a result of the issue. The patient is recovering without any specific intervention. The patient is in good condition.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: per additional information received the blood mass was not a hematoma. Relevant medical history: inguinal hernia.